Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via email that she received a "replace sensor" message after 11 days of wearing the adc freestyle libre 2 sensor. Customer further reported receiving third party medical treatment, however no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported via email that she received a "replace sensor" message after 11 days of wearing the adc freestyle libre 2 sensor. Customer further reported receiving third party medical treatment, however no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via email that she received a "replace sensor" message after 11 days of wearing the adc freestyle libre 2 sensor. Customer further reported receiving third party medical treatment, however no further information was provided. There was no report of death or permanent injury associated with this event.